Event description:
It was reported that a flogard infusion pump generated a 94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The root cause was determined to be damaged batteries. The batteries were replaced to correct the reported condition. The device was returned to the customer in good working condition.